Event description:
It was reported that the patient had a seizure the morning of (B)(6) 2012. The patient was admitted to the hospital but there were no ot hers symptoms noted. It was indicated that the health care provider (hcp) did not believe the seizure was related to the device system. The patient was also due for a refill and during his refill, a volume discrepancy was noted. The actual residual volume (arv) of 9.3ml was greater than the expected residual volume (erv) of 2.8ml. Trouble-shooting was being considered. The drug delivered via pump was gablofen. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8711, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).